Event description:
It was reported the patient lost weight and as a result, the ipg is loose in the pocket. Although it does not cause discomfort, the patient experiences difficulty charging the ipg. Surgical intervention will take place to address the issue. The event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.